Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ short pen needles 8mm the outer cover could not be removed. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the safety sheath on needle end failed to engage. Consumer reported, he was not able to remove outter cover once pen needle was attached to insulin pen. Stated, he was not able to use pen needles3 pen needles affected.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported while using bd ultra-fine¿ short pen needles 8mm the outer cover could not be removed. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the safety sheath on needle end failed to engage. Consumer reported, he was not able to remove outter cover once pen needle was attached to insulin pen. Stated, he was not able to use pen needles3 pen needles affected